Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient age is estimated as patient is reported to be in his 80s. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a heavily calcified lesion in the mildly tortuous distal left circumflex (cx) coronary artery, atherectomy was performed using a non-abbott atherectomy device, resulting in a perforation (confirmed via intravascular ultrasound). A 2.8x19 rx graftmaster covered stent system was advanced with resistance felt against the anatomy; though no force was applied, the graftmaster ultimately crossed the perforation. During the 1st attempt to inflate the graftmaster, it failed to inflate at all and was withdrawn without difficulty. Another graftmaster crossed and successfully sealed the perforation, concluding the procedure. The 1st withdrawn graftmaster was then inspected and confirmed to have a leak in the proximal balloon area. There were no adverse patient sequelae and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual, functional and dimensional inspection was performed on the returned device. The reported balloon rupture was not confirmed; however a pinhole in the shaft was observed which likely appeared as a balloon rupture. The reported physical resistance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.